Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. To date, it remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were also reviewed and the lot was released since it met sterilization specifications. Endotoxin testing was also reviewed and results of the samples from the sterilization batch show the amount of endotoxin meets specification. There were no non conformances with respect to the manufacturing process and no associated nonconformity reports or deviations. There is no complaint related test. Results of final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported on (B)(6) 2015 experiencing pain, foreign body sensation (fbs), halo/glare and blurriness after an intraocular lens (iol) was implanted in her left (os) eye. A description from the patient indicated the implant procedure was on (B)(6) 2015 and she experienced halos/glare and blurry vision after the iol was implanted but this has subsided and was better. The pain and fbs symptoms were still persistent. The patient stated the pain was daily and it felt like a foreign object in her eye. The patient had gone to the surgery center a few times and a bandage contact lens was placed on the left (os) eye to prevent the patient from rubbing the eye. At a 2 month post op exam, the surgeon prescribed eye drops. The drops provided intermittent relief but the pain would come back. The patient also experienced redness and described the pain as "stabbing". The patient stated she removed what she thought was hair from the eye within a month after the initial implant procedure. This possible hair was described as about a half inch in length that was half white and half tan in color. At the time, the patient thought the "hair" removal would reduce the pain. The patient stated at night she would use (B)(6) and t-shirt material to attempt to remove whatever was in there (in the eye). The patient noted she is a rn and she knew it was not good to do; but she was trying to get rid of the pain and it was at night. She noted that the surgeon tested her eye for scratches and nothing was found. The patient was prescribed several drops including betreve. The patient stated that she has several medical conditions but they are not related to the lens. Her surgeon suggested for her to follow up with her optometrist. The patient indicated she might go for a second opinion. No additional information was provided.